Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bag of fentanyl 1500mcg/150ml ns (10mcg/ml) was spiked with the existing IV set at 0835 to infuse at 5 ml/hr as a secondary; the vtbi was set at 140 ml. At 1430 the bag was noted to have only about 10-15 ml remaining rather than 120 ml as expected. The vtbi read 113 ml. The pharmacist reviewed the calculations, bag and settings with the nurse; no discrepancies were noted. A new bag was hung and the infusion was changed to a new pump. The patient was already being ventilated and there was no harm or medical intervention. The fentanyl was in a lock box, with no indication of tampering.

Manufacturer narrative:
The customer¿s report that the pump module was possibly infusing faster than expected could not be confirmed. The associated pcu event log was not available; therefore, the exact programming and drugs used could not be determined. Review of the pump module event log confirmed the infusion was infusing at the rate of 5ml/hr. The total infusion time was approximately 6 hours and 48 minutes with a total calculated volume infused of 34ml. Internal inspection of the pump module showed no contamination or damage that could have contributed to the reported event. Rate accuracy testing was performed and the module failed; however, the flow rate measured lower than the allowable tolerance, indicating an under-infusion and not an over-infusion as reported by the customer. The pump module was calibrated and subsequent testing verified that the device was infusing within specification. The root cause of the bag being found with less fluid than expected was not determined. The administration set was not returned from the customer for investigation.